Event description:
It was reported that during the device change out procedure, it was uncovered that the right atrial lead's outer insulation was breached. It was decided to remove and replace the lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the proximal segment of the lead was returned, analyzed and the outer insulation was breached and had environmental stress cracking. It was noted that there was blood/body fluid on all conductors (not obstructed) and the outer insulation had cosmetic environmental stress cracking.